Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted after the customer reported a recurring error and that the system was down. The tse reviewed logs and confirmed the issue, then discussed the system status with the customer, who also reported a vision-related error and that the vision processor status indicator was off. The tse instructed the customer to shut down the system and check the power switch position and verify fiber and power cables were seated, and the customer reseated the cables. The tse then instructed the customer to cycle the vision processor power switch; after restart, the vision processor still had no power. The tse instructed the customer to check the internal power cable connection inside the vision side cart (vsc) and then guided a reboot by cycling the vsc breaker; after reboot, the vision processor self-test still failed, and the status indicator remained off. The tse asked whether an alternate system or vsc was available and was informed none were available, and the customer reported the procedure could not proceed robotically. The customer replaced the vision processor power cable, but the issue remained. The procedure was aborted with no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a work order has been opened so that the fse can inspect the video processor and replace it if necessary.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) checked logs and confirmed error 31243 points to a communication issue. Tse recommended to shut down and ensure all carts were turned off, then clean the blue fiber cable and reseat it as both cable ends. Then tse recommended ensuring all carts were powered with orange power button status. Then push one of the power buttons to start the da vinci system. The customer stated that they would perform the actions and only call back if issue remained. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.